Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed with a button error after numbers were scrolling continuously. Customer's blood glucose was 240 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. No ramping numbers noted on the display. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, and a cracked case near the display window corner.